Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2012. During this time multiple events were recorded and several times the temperature was below 0 degrees celsius. On (B)(6) 2012 the device switches itself on multiple times during the day. The problem with the device was attributed to a fault in the membrane. The report confirms the device was not being stored adequately. The exposure of the device to very low temperatures can have detrimental effects on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.